Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient¿s driveline outer layer was damaged from exit site to distal end. Patient has no current alarms however will be scheduled for an external driveline revision. Additional information requested but not provided.

Event description:
Additional log file submitted contained clusters of pulsitile index (pi) events as well as routine power source changes. The log did not contain any alarms or phase data associated with wire damage. The damage to the driveline jacket appears cosmetic per review. Treatment rendered was cosmetic in which rescue tape was applied. Patient plan of care is to keep them alive.

Manufacturer narrative:
Manufacturer's investigation conclusion: driveline damage could not be confirmed, as no pictures were submitted by the account showing the damage. A specific cause as well as a direct correlation of the reported events to the heartmate ii lvas could not conclusively be determined through this evaluation. It was reported that during a phone conversation, the customer reported that the outer layer of the patient¿s driveline was damaged from the exit site to the distal end of the driveline. The patient had no alarms. The customer would like to schedule an external driveline revision at a later time. The submitted log file contained data from (B)(6) 2022 at 04:42:15 through (B)(6) 2022 at 14:59:18, per the timestamps. No atypical alarms or events were captured in this log file and the pump operated above the low-speed limit for the duration of the file. This file appeared to show the pump operating as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20jun2014. The heartmate ii (hmii) lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.